Manufacturer narrative:
H3: product analysis found that the probe, handle, insert, and an open pouch were returned in a resealable bag. The pouch was open from 3 of 4 sides when returned. There was no damage or contamination observed on the returned probe or the handle. Upon return, the probe was attached to the handle. Electrically, the resistance of the entire assembly shall be less than 0.3 ohms, and the actual measurement was 0.29 ohms which was in specification. The device was connected to a nim system using a 1.0ma stimulating current and 100 v threshold and while stimulating with a patient simulator, the system consistently returned 1.0ma and a waveform/event tone over 200 v. There were no reading issues observed during the analysis of the returned device. The complaint was not confirmed; no out of specification condition was observed. H6: fdm b17, fdr c20 and fdc d16 codes no longer apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during procedure, probe failed to discharge. The procedure was completed with backup product and there was no patient injury.